Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed a piece of a haptic plate was torn off and missing. (B)(4).

Event description:
The customer reported that as the +22.5 diopter cc4204a collamer single piece lens emerged from the cartridge and into the eye, the edge of the haptic was torn. The lens was removed and replaced with another same model lens without any patient injury. The reporter indicated the event was the result of a handling/errors error.